Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The root cause of the unexpected controller shutdown was due to a software process failure. The root cause of the software process failure was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that their automated impella controller (aic) shutdown twice during patient support. The aic was removed and replaced with a new console to continue with patient support. There was no patient harm as a result of the reported failure.